Event description:
It was reported that the patient was intubated using nim trivantage emg tube and the wires were not conducting to nim console as there was a reading issue. The emg tube was replaced and the new emg tube worked fine with the console. No patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the device found that the packaging carton, insert, device, and an open pouch were returned in a large plastic bag. The pouch was open from 3 of 4 sides when returned. There was a white tape wrapped around the tube (near the clamp shell) and traces of contamination observed on the cuff. There were also traces of voids found in all 4 trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 176.7 ohms (blue), 47.6 ohms (blue with white stripe), 10.9 ohms (red), and 14.9 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. All 4 silver traces were manipulated and bent to the 90° position and resulted in passing. There was no reading issues recorded during the electrical/functional testing of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previous codes b17, c20 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.